Manufacturer narrative:
See MFR 3012307300-2017-02176. Weight recorded as 170, but no units given.

Event description:
It was reported that a patient experienced a blood glucose level of 600 mg/dl while using a cleo® 90 infusion set. The patient received insulin injections. The patient tested negative for ketones. The patient went to the ER and was subsequently admitted to the hospital. The patient's blood glucose upon arrival at the ER was 466 mg/dl. The patient was treated with insulin pens resolving the issue. The suspected cause of the high blood glucose is unknown. The patient was unsure if it was pump or supply related. The patient did notice blood at the site upon removing the cannula. It is reasonable that the cause of the high blood glucose could have been attributed to the device. There were no other adverse health outcomes.